Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. Customer stated that, she had a blood glucose of 600 mg/dl to 81 mg/dl to 300 mg/dl to 51 mg/dl and is currently at 79 mg/dl due to not being in auto mode. Customer treated high blood glucose with insulin pump. The customer declined troubleshooting for high and low blood glucose. The insulin pump will not be returned for analysis.